Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found insignificant anomalies; the ins was functionally okay.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported that during a battery revision the new implantable neurostimulator (ins) produced high impedances prior to closing. All of the impedances were greater than 40 ,000 ohms. They tried unplugging and cleaning the extension connector and blowing out the ins connector block with air, but could not recover normal impedances on the right brain. The left brain impedances fell back within normal ranges. The lead and extension were tested with the alligator clips and tested ok. The lead numbering was also verified to be correct upon setup. It was noted that the pre-operative impedances were all within normal ranges as well. The ins was replaced and this resolved the issue. There were no associated symptoms. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.